Event description:
This pump was involved in 2 incidents: oncology patient receiving carboplatin. Pump alarmed upstream occlusion x3. Second incident involved de with tubing 2c7461. Upstream occlusion x1. Contributing to longer infusion times and staff alarm fatigue. Causing a distraction during medication set up as nurse must leave that task to attend to the alarms. Bag height 24 in.